Manufacturer narrative:
This report is being filed by conmed as a follow-up conmed has still not received the device in question. On may 23rd, 2011, conmed received an e-mail from a representative at (B)(6) stating that the device in question would be sent within the week. On june 8th, 2011, an e-mail was sent to (B)(6) to inquire about the device return. There was no response on june 27th, 2011, an e-mail was sent to (B)(6) to inquire about the device return. There was no response on july 5th, 2011, an e-mail was sent to (B)(6) to inquire about the device return. There was no response. On july 7th, 2011 a request was sent to the local sales force to contact (B)(6). We are awaiting the results of this interaction. Currently, conmed cannot determine the root cause of this event as conmed is unable to evaluate the device in question. Conmed will file a follow-up report with the evaluation results if the device is returned. This report or other information submitted by conmed electrosurgery under 21 cfr part 803, and any release by the FDA of that report information, does not reflect a conclusion or admission by conmed electrosurgery or the FDA that the device, conmed electrosurgery, its employees, its contract service firms, or their employees caused or contributed to the reportable event.

Manufacturer narrative:
The uf suspects that the adverse event took place because there was a calibration error within the electrosurgical unit (esu). The uf also stated that they purchased the equipment approx in march 2009 and the operator's manual suggests that the sabre 180 should be subjected to a performance test annually. Conmed was not made aware of any preventive maintenance performed on the esu. Conmed has not received the device in question in time to report the evaluation findings. Conmed will file a f/u report to state our eval findings within the next 30 calendar days.

Event description:
The g.I. Doctor who operated the unit mentioned that upon using the unit, the current delivered during the procedure provided a very large peripheral effect which burned the lining of the pt. The doctor then proceeded to reduce the power (in watts) in the unit, but the effect did not vary.